Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection noted that the red coil cap was separated from the device housing. There were no issues noted with the fill port cap. The cause of the separated coil cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap fell off of a large volume folfusor. This occurred before use. There was no patient involvement. No additional information is available.